Manufacturer narrative:
Correction: b2, d3, d10 continuation of d10: product ID 4fc12 (0012121332); product type: 0629-flexcath sheath; implant date n/a; explant date n/a product ID 990063-020 (228180965); product type: 0623-achieve catheter; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that a vasodilator was administered to treat the low blood pressure and st segment depression, and both spontaneously resolved.

Event description:
It was reported that during a cryo ablation procedure, the st segment on the electrocardiogram (ECG) decreased and blood pressure decreased. After ablations were performed on a left pulmonary vein, the st segment and blood pressure "decreased considerably." A cardiac tamponade was suspected, so an external echocardiogram was performed and no abnormalities were observed. An artery line catheter was inserted and a coronary angiogram (cag) was performed, however, the contrast agent was not able to flow to the peripheral part of the left anterior descending (lad) artery. After a waiting period, the contrast medium was able to flow as expected and no significant stenosis was observed. The patient recovered thirty minutes later which was within the procedure time, however, procedure time was extended because the catheter could not be removed until symptoms recovered.  The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 4fc12, ((B)(6)); product type: 0629-flexcath sheath; implant date n/a; explant date n/a product ID 2ach20 ((B)(6)); product type: 0623-achieve catheter; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.